Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the product did not fire. Handle read reload was "used." The reload was not used. It was replaced with another reload which fired fine. However, when surgeon inserted eea, tore threw the ralc staple line. Surgeon said that staple line completely collapsed and failed. Surgeon had to place interrupted sutures in place of staple line before firing eea. The firing with the eea was successful. Operative was not extended by more than thirty minutes. This pt previously had a sigmoid colectomy so she was a re-op. The tissue was very thick.